Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products and associated with mdrs #1225714-2014-01152 and 1225714-2014-01153.